Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two mr290v vented autofeed humidification chambers failed the ventilator leak test prior to patient use. There were no patient involvement.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two (B)(4) vented autofeed humidification chambers failed the ventilator leak test prior to patient use. There were no patient involvement.

Manufacturer narrative:
(B)(4). Method: one of the complaint (B)(4) autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected, functionally tested and pressure tested. Results: visual inspection of the returned complaint (B)(4) chamber identified no damage to the chamber. The chamber was connected to a water source and no leak was observed. In addition, the returned chamber passed the pressure test. Conclusion: we are unable to determine the cause of the reported event as no fault was found with the returned device. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure there is a water supply connected to the chamber and that water is present within the chamber."